Manufacturer narrative:
(B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3640587 showed that the devices were conformed to in process and finished goods specifications when released to stock the 10 sep. 2012. Expiration date: 2015-08 (according to retained labels). No nc was opened. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. CAPA has been opened to investigate this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during a meniscal repair that two of his omnispan meniscal repair system with 27 degree needles would not deploy and that his omnispan meniscal applier became jammed. The sales rep stated on the first try when the surgeon pressed the 1st trigger the implant and backstops went in perfectly but as he squeezed the second trigger the silicone tubing bunched very badly. The surgeon could not unbunch the tubing and could not continue with the implants. The sales rep stated it took the surgeon 5 minutes to remove the implant and backstop completely. The surgeon opened a new implant, loaded it onto the applier and when he pressed the 1st trigger it jammed also. This time it jammed before being deployed and they could not even open the top lever on the applier to remove the needle. The surgeon completed the procedure by opening a new applier and a 3rd set of implants with no patient consequences. The sales rep reported there was a 10 minute delay. The devices were already discarded. Please see also medwatch reports 1221934-2018-50980 and 1221934-2018-50981.